Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate that patient related factors and procedure related factors at initial implant contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a 23mm sapien xt case in aortic position by transfemoral approach. The patient had the aortic stenosis (as) symptoms resolved and was discharged with mild-moderate pvl. Post procedure, the patient had perivalvular leak (pvl) mild-moderate and nyha improved from class iii to class I. 4 years post-procedure, the patient presented with nyha class iii, pvl was moderate-severe. The same year, the patient was post-dilated for pvl. It was a late post-dilation of sapien xt valve with 23mm trueballoon. Post procedure the pvl was trivial, but developed central regurgitation mild-moderate as a result of the balloon valvuloplasty. Nyha improved form class iii to class I.

Manufacturer narrative:
Supplemental report submitted to correct b3, d4 serial number, and g4. As the device serial number is unknown, d4 expiration date and h4 device manufacturer date are also unknown.